Manufacturer narrative:
Failure analysis noted that the pump had blank display due to moisture damage on the electronic assembly. They were unable to verify the unexpected restart alarm, unresponsive buttons, scrolling number display anomaly due to the blank display. The pump had a cracked display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 270 mg/dl at the time of incident. The customer stated that she got pushed into the pool and the pump got cracked and alarmed unexpected restart error. The customer stated that none of the buttons were working. The customer treated with manual injections. The customer stated that they placed the pump in rice. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.